Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 503 mg/dl with an unknown cause. Reportedly, the insulin vial may have been denatured; however, the insulin was not expired. Bg was treated by administering a manual injection and completing a supply change, including a new insulin vial. System check could not be performed as the issue occurred in the past.